Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy due to the av interval delta diagnosing a supraventricular tachycardia rhythm as ventricular tachycardia. It is recommended to program the av interval delta from on to off. The change will be made when the patient returns to for a scheduled appointment. No reoccurrence of shocks. No adverse consequences were detected.